Event description:
On 10/11/2022, it was reported by a sales representative via sems that a ar-3519h hip avn disposables kit where the black knob turns, the metal piece looks like it snapped off. This occurred during an unknown case they weren't able to keep expanding and reaming during use. There was no patient effect reported. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).